Event description:
End user called regarding the calibration test for the device. Troubleshooting by phone confirmed that the device will not test the calibration. The device was replaced and the defective one returned for investigation.